Event description:
It was reported that the user experienced a nighttime low glucose event while using the ilet bionic pancreas, with glucose previously in range and nominal basal dosing; the user also reported concurrent fever and chemotherapy-related symptoms, and the episode was treated with oral glucose. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.